Event description:
A discordant, falsely elevated cardiac troponin I (tni ul) result was obtained on one patient sample on an advia centaur cp instrument. The discordant tni ul result was not reported to the physician(s). The sample was repeated on the same system and on an alternate system, both resulting lower. The repeated result obtained from the original system was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni ul result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After data evaluation, the cse performed a total service call. The cse also replaced the rinse blocks and calibrated the sample and reagent probes. The cause of the discordant tni ul result is unknown. The cse successfully ran a multidiluent test and quality controls. The instrument is performing within specifications. No further evaluation of the device is required.